Event description:
Additional information indicates the patient passed away prior to re-operation due to worsening heart failure. No additional information was provided.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an aortic bioprosthetic valve that now requires valve in valve intervention due to valve degeneration after an implant duration of six (6) years, five (5) months. Patient is being monitored.